Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D2a common device name - corrected. D2b product code - corrected. D4 - gtin - corrected. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the non-stryker microcatheter was noted to be kinked at 18cm from the proximal end. The stent was noted to be deployed at the very proximal end of the non-stryker microcatheter shaft and was visible when looking down through the hub. A functional inspection was unable to perform functional testing as the stent was returned deployed within the non-stryker microcatheter. The microcatheter was flushed and a patency mandrel was advanced from the distal end to push the stent out of the microcatheter. The stent was only able to be partially removed from the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during use' was visually confirmed during inspection of the microcatheter hub. The reported 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw (stent delivery wire). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that the operator 'checked and delivered a stent to go through microcatheter. After the stent went through hub of microcatheter, the delivery wire could not be pushed or pulled and the stent got stuck at proximal of microcatheter. Used another microcatheter and new stent to finish the procedure successfully'. The stent was returned for analysis fully deployed at the proximal end of the microcatheter shaft. The stent was no longer loaded on the stent delivery wire (sdw). Both of these observations are aligned with the event description and product update provided by the operator. It was not possible to remove the stent from the microcatheter lumen. Neither the sdw or the introducer sheath were returned for analysis. The internal profile of the non-stryker microcatheter hub is not a good fit with the external profile of the distal tip of the introducer sheath. This would have resulted in a gap between the distal opening of the sheath and the proximal opening of the microcatheter shaft lumen. Under these circumstances the stent would be advanced into the gap between the sheath and the proximal end of the microcatheter lumen. If this occurred the stent would begin to deploy in this gap and would experience resistance during any further attempts by the user to advance it which is aligned with the event description. This is one possible explanation for the observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the as reported and as analyzed codes ¿stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during ba (basilar artery) multiple aneurysm embolization case, the subject stent was checked and delivered through the microcatheter. After the subject stent went through hub of microcatheter, the delivery wire could not be pushed or pulled and the subject stent got stuck at proximal of microcatheter. When the operator attempted to withdraw the delivery wire, the subject stent deployed and remained at the proximal end of the microcatheter. The delivery wire was removed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during ba (basilar artery) multiple aneurysm embolization case, the subject stent was checked and delivered through the microcatheter. After the subject stent went through hub of microcatheter, the delivery wire could not be pushed or pulled and the subject stent got stuck at proximal of microcatheter. When the operator attempted to withdraw the delivery wire, the subject stent deployed and remained at the proximal end of the microcatheter. The delivery wire was removed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.